Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed far-field p-wave oversensing was observed on the ventricular channel. A programming change was recommended. The change will be made at the next scheduled follow-up. No further information is available.